Manufacturer narrative:
An extension was cut during a procedure was reported to abbott. It was determined that during an ipg replacement procedure, the physician was unable to remove the extension from the ipg header. During which the physician cut the extension. The replacement procedure was abandoned due to no extension availability during the procedure. The extension was then explanted and replaced to address the issue. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident is consistent with patient related factors and/or issues. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
It was reported that during a normal end of life ipg replacement procedure ((B)(6) 2025), the physician was unable to remove the extension from the ipg header (related manufacturer reference number: 1627487-2025-00597). During which the physician cut the extension. The replacement procedure was abandoned due to no extension availability during the procedure. Hence, the surgery took place on (B)(6) 2025 wherein the extension was explanted and replaced to address the issue. Reportedly, therapy was restored post op.